Event description:
Patient underwent right modified radical mastectomy with immediate reconstruction using textured tissue expander. On 5/17/92, patient reported to physician that the expander had decreased in size with corresponding "softness". Was admitted 5/18/92 for surgery to remove expander which was found to have ruptured. The ruptured implant was removed and replaced with a saline implantdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: other. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.